Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the doctor performed troubleshooting techniques in office and in the operating room when present, but the issue was not resolved. The pump of the inflatable penile prosthesis (ipp) was not working correctly, therefore, it was removed and replaced with a new pump. The patient had a good outcome with a functioning device. There were no patient complications in relation to this event.

Event description:
It was reported that the doctor performed troubleshooting techniques in office and in the operating room when present, but the issue was not resolved. The pump of the inflatable penile prosthesis (ipp) was not working correctly, therefore, it was removed and replaced with a new pump. The patient had a good outcome with a functioning device. There were no patient complications in relation to this event.

Manufacturer narrative:
The exact event date is unknown the complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen as the identified pump malfunction through the functional test. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.